Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the nipple on the pneumatic switch assembly broke off. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Broken pneumatic switch. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.